Event description:
This lead was intended for pt implant in (B)(6). It was reported that intraoperative testing of the lead revealed high impedance readings for several contacts. Several troubleshooting techniques were attempted to resolve the issue, but all were unsuccessful. A new lead was used to complete the case.

Manufacturer narrative:
Eval; results: as received, the lead measured high on two channels with intermittent continuity on a third. The paddle showed instrument damage, including marks in the silicone on either side of stimulation electrode 5, compression damage to stimulation electrode 5, and instrument marks on the surface of stimulation electrode 6. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.